Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd precisionglide¿ needle had a mix of product types in the same box. The following information was provided by the initial reporter: "before using the product, it was found that the product was inconsistent with the packaged product, the quantity was 1".

Event description:
It was reported bd precisionglide¿ needle had a mix of product types in the same box. The following information was provided by the initial reporter: "before using the product, it was found that the product was inconsistent with the packaged product, the quantity was 1".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 05-sep-2022. H6: investigation summary: two photos and six samples were received by our quality team for evaluation. From the returned photos, the 18g 1-1/2in assembled needle was observed inside the 25g 1-1/2in blister packaging. Five samples were received from batch 1139563. For the reported mixed product nonconformance, the production schedule was reviewed. There is a back-to-back production of needle 18g 1-1/2in and the affected needle 25g 1-1/2in, where the 18g was produced before the 25g. After a process review, the primary packaging line clearance is a potential step where a mixed part may have occurred. A simulation was conducted to determine the number of assembled needles that could be at the blind spot and not visible to the production technicians. This found that the probable cause could be that an assembled 18g 1-1/2in needle (a thicker needle) from the previous batch may be left in the blind spot corner of the needle hopper bin. A blind spot mirror was installed at the corner for a clear view of the area to ensure all left over parts are cleared after the reported batch was produced. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. From the returned photos, the 18g 1-1/2in assembled needle was observed inside the 25g 1-1/2in blister packaging. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. For the reported foreign matter nonconformance, there were no abnormalities observed during the production of the affected assembled needle batch. As no sample was received, a root cause could not be determined. For the reported mixed product nonconformance, the production schedule was reviewed. There is a back-to-back production of needle 18g 1-1/2in and the affected needle 25g 1-1/2in, where the 18g was produced before the 25g. After a process review, the primary packaging line clearance is a potential step where a mixed part may have occurred. A simulation was conducted to determine the number of assembled needles that could be at the blind spot and not visible to the production technicians. This found that the probable cause could be that an assembled 18g 1-1/2in needle (a thicker needle) from the previous batch may be left in the blind spot corner of the needle hopper bin. A blind spot mirror was installed at the corner for a clear view of the area to ensure all left over parts are cleared after the reported batch was produced.

Event description:
It was reported bd precisionglide¿ needle had a mix of product types in the same box. The following information was provided by the initial reporter: "before using the product, it was found that the product was inconsistent with the packaged product, the quantity was 1".